Manufacturer narrative:
(B)(6). Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
(B)(4). Same case as: 2134265-2010-03607. It was reported that during a carotid stenting treatment procedure, the patient experienced bradycardia. The target lesion was located in the ostium of the right internal carotid. The target lesion was 90% stenosed, 5.0mm in diameter and 5.0mm long. The lesion was treated with a filterwire and placement of a 10x24mm carotid wallstent. Post-dilation was performed. Residual stenosis was 0%. During the index procedure, the patient experienced bradycardia. The patient was treated with medication and the event was considered resolved without residual effects 3 days later. Per the investigator the event is related to the carotid wallstent and unrelated to the filterwire.